Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No medical intervention was reported. Additional event or patient information is not available. Product was received for evaluation. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint sensor was returned for evaluation. A visual inspection was performed and failed with a missing sensor wire. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The device was visually inspected and no defect was found. The sensor wire was not present. The allegation was undetermined. The root cause could not be determined.